Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/3 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 3. The patient was connected and the supply bags were empty. There was solution in the heater bag only. Gts asked if any bags came undone and the patient said no. Gts explained that a large amount of air had entered into the disposable set. Gts then helped the patient clear the error by cycling power twice to the "press go to start" prompt. The patient elected to complete therapy manually. No injury or medical intervention was reported.